Event description:
It was reported that the user experienced hyperglycemia after a large carbohydrate dinner when the meal was announced incorrectly as a smaller amount, followed by a ¿ghost¿ announcement while using the ilet system. The user was counseled to avoid using meal entries as corrections symptoms included elevated blood glucose reaching 400 mg/dl. Outcomes included self-correction with insulin dosing and resolution without hospitalization, alerts, or alarms. Investigation included troubleshooting and user education on correct meal announcement procedures. Investigation of this case revealed user error related to incorrect meal size announcement and using meal announcements to correct elevated blood glucose, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user handling and use error related to meal announcement.